Event description:
It was reported that this pacemaker was found to be in safety mode. The health care professional (hcp) stated the patient would be transferred to a larger healthcare facility to perform the device replacement. Further information was received that the safety mode caused unnecessary right ventricular (rv) lead pacing and that the patient experienced shortness of breath (sob). Additionally, the right atrial (ra) lead was surgically abandoned due to noise and suspected oversensing. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was found to be in safety mode. The health care professional (hcp) stated the patient would be transferred to a larger healthcare facility to perform the device replacement. Further information was received that the safety mode caused unnecessary right ventricular (rv) lead pacing and that the patient experienced shortness of breath (sob). Additionally, the right atrial (ra) lead was surgically abandoned due to noise and suspected oversensing. No additional adverse patient effects were reported.